Manufacturer narrative:
A2 date of birth: 1956. E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the device was contaminated and labelling discrepancies were noted. The 90% stenosed target lesion was located in the right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, rust was observed on the blade of the cutting balloon and there was a discrepancy in the labelling between the device and the packaging. The procedure was completed with another of same device. There were no patient complications reported.